Event description:
It was reported the programmer would not interrogate an implantable device and defaulted to an error message screen. Use of the service disk was attempted to resolve the issue, with no success. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Programmer powered up with a system error; programmer will not interrogate due to this error. A printed circuit board assembly found out of electrical specification. Keyboard case hinges are broken.